Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to replicate the customer reported complaint. No trouble was found. The instrument was put on an in house system and passed recognition and engagement testing. Failure analysis investigation also found the instruments pitch cables were broken. The pitch cable was broken at the proximal clevis hub. The cable crimp was still intact. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. No other damage was found.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that when the maryland bipolar forceps instrument was inserted into the cannula prior to inserting into the patient, the system would not recognize the instrument. No missing or fallen pieces were reported.